Event description:
Related manufacturer report number: 2017865-2022-21173. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited sensing anomalies and loss of capture. Diagnostic imaging confirmed dislodgement. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.